Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. Patient stated that the system failed about end of (B)(4) and has been activated again the middle of (B)(4) with the aid of medtronic. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient clarifying that the device not working and having trouble with unit was that they replaced batteries twice in the last 100 days. Patient noted that they did not know why it stopped however patient stated that it had been working ok in the last 2 weeks with help from medtronic and all was ok. More information was received on 2018-dec-14 from patient reporting that they were just calling again because they think it worked at first but earlier this week they wanted to get it working. Patient was advised to follow up with their hcp. In meantime, patient wanted to increase stimulation but everytime they tried to sync, they would get the mdt splash screen. Patient said they were using (B)(6) batteries. They then put in (B)(6) batteries in the programmer and was able to sync. Patient was at 4.3v and didn't feel stimulation so they increased to 6.35v and reported feeling stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient stated his device was no longer in control. The patient was transferred to patient services. The patient reported the device was not functioning because the patient was starting to have accidents. The patient stated he did not make any changed in stimulation because they didn¿t know what to do. The patient wanted to increase stimulation. The patient attempted to turn on the patient programmer and the screen was blank. The patient did not have any other patient programmer batteries to attempt. The patient stated the batteries shouldn¿t be depleted because the patient just received the patient programmer at the end of (B)(6). The patient stated they started having accidents about 3 days prior to the report. On (B)(6) 2018, additional information from the consumer regarding the patient with an implantable neurostimulator (ins) reported he was having trouble with the unit. The patient noted it was not working last week. The patient requested assistance with using the patient programmer to adjust setting. Patient services assisted the patient with using the patient programmer to change the setting from program 1 at 3.6 v to 3.80 v and he was feeling stimulation. On (B)(6) 2018, follow up information was received from patient stating that they were told to change the batteries regarding the blank screen and batteries depleting quickly, and upon the battery change, results worked ok. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. Patient stated that they were having complications with the device. And that when they last talked to medtronic, they may have disconnected too soon because after the call, they did not continue to feel stim. Patient asked how to make the adjustments stick. Patient was given assistance on how to connect the programmer with the ins and discovered that the stim was off. Patient was then given assistance on how to turn the stim back on but then patient pushed the incorrect button and turned the stim off. Patient was asked if they had accidently turned the stim off previously but patient could not confirm. Now, patient was able to confirm their stim was on at 4.35 and they stated they could feel the stim but that it may be too strong. Patient then decreased stim to 4.30 and was comfortable. Patient inquired on how long stim would work. Adjustments and ins longevity was to be discussed and reviewed with their healthcare professional. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: patient said device was not working anymore, for about 10 days or so, his bowel movement is not under control. Patient saw the poor communication screen, changed batteries and then was able to communicate between the programmer and implant. After many attempts patient was able to communicate w/ the antenna attached. Patient increased stim and could feel stim. Patient services reviewed how to turn the programmer off, and when patient turned programmer off said he stopped feeling stim. It was reviewed that patient only turned programmer off, not the implant. Patient was offered to increase the setting, but patient opted to stay at the current setting and will increase on his own if symptoms don¿t improve. Patient was advised to consult with doctor if symptoms don¿t improve, patient doesn¿t have a physician to manage the device, but had names of doctors at the va. No further complications were reported as a result of this event.